Manufacturer narrative:
The pump was received with a scratched case and a cracked keypad overlay. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert. Customer stated they received low battery prior to replaced battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.